Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: image defect, water ingress in the cable and imaging unit, water ingress in the cable and water ingress in the main body, corrosion of electrical contact, main body discoloration and connector crack. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for image defects, water ingress in the cable and imaging unit, water ingress in the main body and corrosion of electrical contacts the cause is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited an image defect, water ingressed in the cable and imaging unit, water ingressed in the cable and water ingressed in the main body, corrosion of electrical contact, main body discoloration and connector crack. There was no patient involvement.